Manufacturer narrative:
Unable to confirm serial number.

Event description:
The customer reported a ventilator that was unable to run an extended self-test (est) with a "100% button is not working" - this was clarified to be a malfunctioning o2 key. No patient involvement.